Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 088) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-dec-2018 with the following findings: review of the black box data revealed multiple call service 088 ¿watchdog¿ alarms recorded. On investigation, the pump powered on normally and was exercised for 12 hours without the occurrence of any call service alarms. Investigation did not duplicate the complaint. Moisture corrosion was found inside the pump on the printed circuit board and the continuous glucose monitoring module.